Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an (B)(6) asian female patient had impella cp optical pump inserted in the left femoral. The patient had bleeding from impella insertion site that required blood transfusion and thrombocytopenia that required platelet (plt) administration.